Event description:
Pt reported the insulin delivery of the infusion device was inaccurate. Pt experienced hyperglycemia of 400 mg/dl. He changed the infusion sets, but this was not successful. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.